Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI via the right internal jugular vein. Post the procedure on (B)(6) 2026, while administering an injection through the implanted port, blood return was not smooth and the patient experienced a stinging sensation in the neck. The physician subsequently removed the port and observed that the catheter had a complete fracture. The fracture was noted at the clasp and not at the point where the catheter was cut during removal. There was no reported patient injury.